Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a unspecified treatment procedure deflation issues occurred. A 20mm 3.00 maverick otw balloon catheter was advanced and inflated. During the balloon deflation the balloon was slow to deflate. The procedure outcome is unknown and the patient's status is ok. Additional information has been requested and is not available.